Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was powering up and not on a patient, it sounded an alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the device black screen with an alarm. The investigation determined that reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).